Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband was reported via phone call that, the customer had high blood glucose of 407 mg/dl and insulin pump died last night. Customer declined troubleshooting for the high blood glucose and treated it with bolus with insulin pump. Customer advised that if problems continue to call back to troubleshoot. The customer also stated that, the sensor would not come up. Assisted customer to connecting transmitter to the pump and linking back to the pump with sensor. Customer got sensor expired. Assisted connecting meter to the pump. The device will not be returned for analysis.